Event description:
Consumer complaint about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl. Verified the strips expire 05/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test; 112mg/dl & 121mg/dl fasting. Reviewed meter memory: 1: 122mg/dl; (B)(6) 2015; 10:00:00 am fasting: 2: 178mg/dl; (B)(6) 2015; 06:55:00 am fasting, 3: (B)(6) 2015; 06:19:00 am fasting, 4: (B)(6) 2015; 07:27:00 pm. Customer states meter is reading much higher when comparing to his old meter. He tested this morning; fasting and read 178mg/dl w/our meter & 89mg/dl w/his old meter. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 05/30/2018. Customer confirms the strips are stored properly and was first opened 06/17/2015. Customer performed back to back blood test, 112mg/dl and 121mg/dl fasting. Reviewed meter memory: (B)(6). Customer states meter is reading much higher when comparing to his old meter. He tested this morning fasting and read 178mg/dl with our meter and 89mg/dl with his old meter. Adverse event not reported.